Event description:
Customer has tried to load two cartridges and do the load fill tubing, but cannot get past 9.8u. Each time, customer added 250u of insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.